Event description:
The customer reported that the tandem mobi pump battery would not charge. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to plug the wall adapter into a functional outlet and wait at least 30 minutes to see if the pump would begin charging, but the customer declined to perform this troubleshooting step and decided to order charging supplies online.